Event description:
The hcp reported the pump was explanted due to battery depletion after an implant duration of 34 months. No pt symptoms were reported. The pump was replaced and will be returned to the MFR for analysis. The pt outcome was reported as resolved. A follow up report will be sent if additional info is received.